Event description:
It was reported via repair work order that the motion pan was cracked. It was also reported that the bed was locked out due to cpu board malfunction. It was further reported that there was reduced brake force due to a worn brake plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.